Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, multiple insulin pump error alarm found in the pump history due to software error. Insulin pump received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump had two pump errors, the main arm cannot communicate with the motor arm alarm and hal software error detected alarm. The customer was assisted in clearing the alarms, rewind the insulin pump and perform the self test, which passed. The customer experienced fluctuating blood glucose values high to low. The customer was in the hospital and was treated with intravenous glucose and insulin. The insulin pump will be returned for analysis.